Manufacturer narrative:
The reported complaint was confirmed. Per data log review, the system was used on (B)(6) 2022 and powered off. On the next power up the date changed to (B)(6) 2044. This caused the electronic patient gas system (epgs) to report an expired oxygen (o2) sensor which caused the reported 'service gas system' message. On (B)(6) 2022 the system was power cycled and the date was then correct. The epgs reported an expired o2 sensor before the new date was received. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The gas system operated as it should. The logs showed that when the system was booted up it had the wrong date (2044) which caused the gas system to think the oxygen (o2) cell was out of date. Upon reboot of the system, the issue was cleared. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.